Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced dexcom g7 connection problems characterized by repeated ¿brief sensor issue¿ messages and a pairing failure that impacted ilet glucose management. Symptoms included hyperglycemia with a reported peak of 216 mg/dl and approximately 30 minutes above 180 mg/dl, without alerts for sustained severe hyperglycemia and without acute clinical effects. Outcomes included no need for assistance, no ketone testing, no back-up therapy use, and no medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed a transient g7 sensor communication issue consistent with a brief sensor issue and pairing failure, with the responsible device not identified. It was concluded, based on previously established findings for similar reports, that the cause was unable to be conclusively determined.